Event description:
Opened two implants with same lot number, found left should have been right. Surgical procedure extended.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.